Event description:
Event description cpi received information that this bipolar lead was removed from service. During a routine replacement procedure of an implantable pulse generator (ipg) the insulation on the lead was cut, the physician elected to replace the lead with a new bipolar lead.